Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they started having issues connecting to their implant to recharge for the past week. At the time of the report, they were able to start a charge for the first time in a week. The pt was charging their implant at excellent with a green flashing light. Within the last month, the pt had noticed that the shape of the implant had changed. The shape was flat, and now the implant was a curved shape and it felt like the implant was warped. The patient also noticed that they used to only charge their implant every 8 or 9 days before depletion, but now they need to charge their implant in about every 1 or 2 days. The pt said they have not increased their stimulation intensity. The patient was redirected to their healthcare provider to further address the issue.